Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt continued on bivad support (heartmate ii and centrimag) but expired on (B)(6) 2013 due to multisystem organ failure. Death was not device related pump was not explanted.

Manufacturer narrative:
The pump was not explanted - explant date removed. Based on the information available to the manufacturer, a specific cause for the patient¿s expiration could not conclusively be determined. It was reported that the event was not device related. Death and right heart failure however are listed in the device¿s instructions for use (IFU) as an adverse event that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: the patient was a bridge to transplant patient on bi-vad support with an hmii lvad and a centrimag pump for right ventricular failure. Per the vad coordinator, the patient had dilated cardiomyopathy, pulmonary hypertension, chronic atrial fibrillation, shock liver, and heparin-induced thrombocytopenia (hit). The patient had florid shock liver two days post-operative and the patient¿s multisystem organ failure became acidotic. Pressure was unable to be maintained despite pressors. The patient was asystolic unresponsive to resuscitative efforts. The patient expired on (B)(6) 2013 due to multisystem organ failure and an autopsy was not performed per family request. The device is not available for evaluation. No alarms were reported for the event. The center reported that the event was not device related.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.